Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigations could not replicate the customer reported failure mode of the instrument's wrist not moving properly. The instrument was placed on an in-house da vinci system. The instrument moved intuitively in all directions with no issues. An additional observation not reported by site was thermal damage found on the yaw pulley at the distal end. The conductor wire was found to be broken at the weld. Engineering has determined that the failure related to the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. This complaint is being reported due to the following conclusion: the instrument was returned to isi, evaluated, and failure analysis identified thermal damage on the yaw pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the thermal damage found during failure analysis suggests that potential arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the wrist of the permanent cautery hook instrument was not moving properly. There was no allegation that the patient was injured or that any instrument fragments fell inside the patient.